Manufacturer narrative:
On 21-jul-2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-aug-2021, mentor received additional information about the event: the suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 425cc gel prostheses. It was previously reported that during explantation surgery, both of the removed breast prostheses were observed to be ruptured. New information received states only the right breast prosthesis had ruptured. This report is for the patient¿s left breast prosthesis. Per additional information received, block b1 ¿is product problem¿ no longer applies to this report, nor does h6 medical device problem code ¿material rupture.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old white hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 385cc gel breast prostheses developed baker grade iii capsular contracture in her right breast. The patient¿s right breast is really hard and the patient feels uncomfortable when she lies down. The right breast is sitting up much higher than the left breast. The capsular contracture was later diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2021. After explantation surgery, it was observed that both of the removed breast prostheses had ruptured. This medwatch is for the patient¿s left breast prosthesis.